Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead had no capture and diaphragmatic stimulation was seen on certain vectors. An x-ray was performed, and it was noted that the lead was pulled back. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and extra cardiac stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.